Manufacturer narrative:
The device was received with intermittent up and down arrow button response due to corroded keypad traces. There was no button error alarm during testing. The device was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm on their insulin pump. It was reported that the customer's blood glucose was 223mg/dl. It was reported that the buttons are non-responsive, and the alarm cannot be cleared. It was reported that the customer was advised to discontinue use of the device, and that it would need to be replaced and returned.